Event description:
The facility reports the resident was being positioned over a recliner when the sling clip broke, dropping the pt into the chair. There were no injuries.

Event description:
The facility reports the resident was being positioned over a recliner when the sling clip broke, dropping the pt into the chair. There were no injuries.